Event description:
Plastic melted on the bottom of the suspect device where it connects to the base. The plastic also smells burned. No injuries alleged. The device was replaced and requested to be returned for eval.